Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a mitral valve replacement was performed and a 27 mm masters series valve was implanted. Per report from the patient's relative, the physician injured the patient's lung during the operation and the patient died of sepsis on (B)(6) 2017. Per report from the physician, the mitral valve was functioning normally and the patient died from several comorbidities that were exacerbated by a fall the patient had. The death had nothing to do with the normally functioning valve. No additional information, including the patient's weight will be provided.